Manufacturer narrative:
The insulin pump was received unable to vibrate due to broken vibrator black wire. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump does not vibrate when alarm is received. Customer's blood glucose was 268 mg/dl. During troubleshooting, customer confirms that they are using (B)(6) batteries. Customer states that pump did not vibrate at the vibrate test. Customer was advised that insulin pump would need to be replaced.